Event description:
Information received by medtronic, indicated that customer had experienced high blood glucose or hyperglycemia. And had a damaged ring. The customer¿s blood glucose level was 400 mg/dl, at the time of event. Customer was treated with manual injection for the hyperglycemic event. It was unknown, that whether the customer was using the insulin pump system within 48 hours of reported hyperglycemic event or not. And whether, the customer was using the pump auto mode/smart guard feature at the time of hyperglycemic event or not. No further patient complications were reported. Troubleshooting was not performed, for high blood glucose event. The insulin pump will be returned for the product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis. And further information will, follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump received, with missing retainer ring. Unable to perform displacement test and occlusion test or lock a test p-cap into the reservoir compartment, due to missing retainer ring. Unit passed self test, rewind, seating, basic occlusion test and force sensor test. History files and traces were successfully downloaded using thus. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted, during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, pillowing keypad overlay and cracked select button keypad overlay. Missing retainer ring confirmed. Unable to verify, customer's high bg complaint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.